Event description:
Company representative reported that the pt believes the infusion device does not deliver insulin correctly. Nurse performed a 20 unit bolus into a measure, and the infusion device only delivered 10 units. Nurse reported, there is much more insulin left in the cartridge after 6 days of use. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.